Manufacturer narrative:
B5: patient status update added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. Approximately 1 hour post-procedure, while in recovery, a pe with cardiac tamponade occurred. A pericardiocentesis was performed and 700ml of fluid was drained. It was further reported that the patient was discharged.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. Approximately 1 hour post-procedure, while in recovery, a pe with cardiac tamponade occurred. A pericardiocentesis was performed and 700ml of fluid was drained.